Event description:
It was reported that during the procedure for treatment of a long lesion from the left main to the heavily calcified left anterior descending artery, pre-dilatation was performed and a 3.0x38 rx xience prime stent was deployed successfully. Unspecified treatment was also performed for a total occlusion of the heavily calcified right coronary artery. Post procedure, the patient collapsed in the coronary care unit and death occurred. The event was reported as unrelated to the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.